Manufacturer narrative:
Product complaint #: (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Events reported via 2210968-2022-04000.

Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6)2022 and suture was used. During the procedure, it was reported that the suture broke during knotting when sewing in surgery. Changed another one to continue the surgery, the same problem happened. Another like device was used to complete the surgery. No adverse patient consequences were reported. No additional information was provided.